Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.

Event description:
It was reported that the lead dislodged and was explanted. No patient complications were reported as a result of this event.